Event description:
During the implant procedure, the device exhibited >2500 ohms atrial impedance and loss of ventricular capture. The lead was found to be secure during a tug test. The lead was disconnected and the terminal pin was cleaned but >2500 ohms impedance was still seen. A message was displayed that the device exhibited intermittent loss of ventricular capture. When the leads tested normal, the pulse generator was replaced. The patient was in atrial fibrillation.